Manufacturer narrative:
Weight was reported as (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they had not yet notified their managing physician about the issue. The patient also was unsure of the circumstances/cause of the issues but they stated they fell and sat ¿on my bicycle seat/tailbone¿ area. They began to have incontinence (and did not make it to the bathroom) and was going a lot. The patient tried readjusting the device with the manufacturer¿s representative. There were no further complications reported or anticipated.

Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that when the patient¿s therapy was not working for her since (B)(6) 2018. She stated she was at 8.1 on program 2 and changed to program 3 but noticed therapy was off. She turned stimulation on and increased stimulation to 2.3 but she felt stimulation at the ins site. She once again changed to program 1 but stated she was not feeling stimulation at 8.5. The patient also reported that she noticed the cord was damaged. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported the same issues as previously documented and wanted assistance using the programmer. The patient was then able to successfully connect and were on program 1 at 7.9 but the therapy was off. The patient attempted to increase the stimulation and encountered the ¿turn stim on¿ informational screen. They decreased the stimulation to 5.0, turned it back on, and increased the stimulation but continued not to feel the stimulation. In addition, the patient reported that they had fallen on the steps and landed on their tailbone. This occurred sometime last month and the patient stated they did not know the date when they realized they were not feeling the stimulation. The patient was redirected to their healthcare professional (hcp) to check the implanted device. There were no further complications reported or anticipated.